Event description:
This report is for a quantity of two plates.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(4) reported: procedure date unknown: surgeon was inserting a screw into a va lcp 2-column plate and the screw went through the hole and deep into the bone. A total of two screws went through the plate. Surgeon had to remove the entire plate to remove the screws. Surgeon selected another plate, va lcp 2-column, and completed the procedure. A revision surgery was performed: after the fracture healed the plate was removed on an unknown date. This is 1 of 3 reports for this event.

Manufacturer narrative:
The measurable dimensions correspond to the technical drawings and to the ao/asif specifications. The review of the manufacturing and material documents has shown that the plates were manufactured according to the specifications. The complained articles were forwarded to the responsible product manager and to the manufacturing plant for investigation. The investigation has shown that some holes are damaged and therefore they cannot be measured. No product fault could be detected. A quantity of two screws were received on (B)(4) 2013. This report is for a quantity of two plates.

Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going.